Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect has been verified and repaired. The following repair activities were performed service & repair functions as per (B)(4). Nothing noted in the service history that could have contributed to the complaint. Attached box label, electrical safety and vapr 3 repair record. As per customer's complaint of error code was displayed, unit was evaluated, and 200 ref 21 error code was displayed when unit was turned on. The cpu board was replaced to correct the problem. Also unit failed electrical safety test because of a bad psu board; so it was replaced. The scratched top plate was replaced and the socket assembly was replaced due to corrosion. The unit passed all functional tests and is fully operational. Performed service bulletin scbr23 and fscb47. A review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. DHR review was not able to be completed due to the age of the device. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported prior to a shoulder procedure the vapr3 generator displayed an error code. The procedure was completed using another device. There was no patient harm or surgical delay. This is report 1 of 1 for (B)(4).